Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports on the external pulse generator (epg) were damaged and no longer able to hold the pin. The epg is expected to be returned. There was no patient involvement.